Event description:
The customer initially reported that the device was showing the image on the display as backwards. After physio-control evaluated the device, it was observed that the display was not functioning and also, the device would not boot up completely. The device would not be able to be used on a patient in this condition. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the flex cable assembly which connects the user interface pcb assembly to the pcb stack. Proper device operation was then observed through functional and performance testing. The device was then returned to the customer for use.